Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) and technical service specialist (tss) visited the customer site. The fse performed extensive troubleshooting that included replacing multiple parts in order to correct the issue. The fse verified that the customer's water supply was acceptable for use. The tss followed up the fse visit to evaluate the customer's sample handling procedures. The tss concluded that the customer's centrifuge is not capable to provide the adequate spin characteristics required by the sample collection tube manufacturer. A centrifuge with a larger rotor head would allow the lower revolutions per minute to generate the necessary relative centrifugal force. The customer has experienced some tube breakage and agreed that getting a refrigerated centrifuge capable of correct spin characteristics may ultimately resolve the issue. The architect system operations manual (201837-108) contains information to address the customer's concern. The analyser's system logs were reviewed and indicated a possible issue with sample handling. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, a product deficiency was not identified. Review of complaint tracking and trending; field service/technical support intervention.

Manufacturer narrative:
On the follow-up medwatch 3500a report, MFR received date was unintentionally left blank. The date entered should have been (B)(4) 2011.

Event description:
The customer states that one patient sample generated an initial sodium assay result of 117 mmol/l on the architect c16000 analyzer. The sample retested at 137 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.